Manufacturer narrative:
(B)(4).

Event description:
It was reported that the device could not be interrogated during regular follow-up in clinic. During last follow-up few months before, everything was fine. Device was explanted and replaced. Patient's condition was stable.

Manufacturer narrative:
No conclusion code available. Final analysis found the reported inability to communicate with the device was confirmed in the laboratory. The device was tested on the bench and supply voltage anomalies were noted on the hybrid. The cause of the field event was due to an anomaly on the hybrid. The cause of the hybrid anomaly could not be determined.